Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es machine in disconnected mode. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the machine was in disconnected mode and remote support services was offline. A field service engineer (fse) found that the device was not disconnected from the network, inspected the back of the station and the wall outlet. The fse found a slight disconnection at the back of the station. The fse reseated the cable on both the station and the wall outlet. Within minutes, the disconnected icon disappeared, and the customer confirmed that the inventory was updating, and station functioned properly. The system functioned as intended after the field service engineer repaired the device.